Manufacturer narrative:
(B)(4). Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
Related to pr (B)(4) (emdr 3001845648-2021-00170) and (B)(4) (emdr 3001845648-2021-00222) the replacement introducer (pc-7) placed with the same wire guide (0.025) in this event. This pr was opened to address user error-wireguide for the replacement pc-7. No patient adverse effects.

Manufacturer narrative:
1 x pc-7 of an unknown lot number involved in this complaint was unavailable for return to cirl for evaluation. With the information provided, a document based investigation was conducted. This is file is linked to related to (B)(4) (MDR ref: 3001845648-2021-00170), (B)(4) (MDR ref: 3001845648-2021-00222) and (B)(4) (MDR ref: 3001845648-2021-00298). It should be noted that the instructions for use pc-7 states the following: ¿refer to the label regarding the selection of the appropriate wire guide¿ ¿visually inspect with particular attention to kinks, bends and breaks. If any abnormality is detected that would prohibit proper working condition, do not use.¿ ¿care must be exercised when straightening the pigtail curls in order to avoid kinking or breaking the stent.¿ as the lot number of the complaint stents are unknown, a review of the relevant manufacturing records cannot be conducted. However, prior to distribution all pc-7 devices are subject to visual a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. It should be noted that the instructions for use pc-7 states the following: ¿refer to the label regarding the selection of the appropriate wire guide¿ root cause review: a definitive root cause can be attributed to the use of a non-recommended wire guide with the device. It may be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. As the smaller diameter 0.025¿ wire guide occupies less space in the lumen of the pigtail stent it is likely that the extent of the curvature of the pigtail will be greater when a 0.025¿ wire guide is used. As per additional information received a 0.025" wire guide was used. Complaint is confirmed based on customer testimony. According to the information reported, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation.

Manufacturer narrative:
1 x pc-7 of an unknown lot number involved in this complaint was unavailable for return to cirl for evaluation. With the information provided, a document based investigation was conducted. This is file is linked to related to pr 320649 (emdr 3001845648-2021-001700), 321693 (emdr 3001845648-2021-00222) and 326161 (emdr 3001845648-2021-00298). Documents review including IFU review: it should be noted that the instructions for use pc-7 states the following: ¿refer to the label regarding the selection of the appropriate wire guide¿ ¿visually inspect with particular attention to kinks, bends and breaks. If any abnormality is detected that would prohibit proper working condition, do not use.¿ ¿care must be exercised when straightening the pigtail curls in order to avoid kinking or breaking the stent.¿ as the lot number of the complaint stents are unknown, a review of the relevant manufacturing records cannot be conducted. However, prior to distribution all pc-7 devices are subject to visual a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. It should be noted that the instructions for use pc-7 states the following: ¿refer to the label regarding the selection of the appropriate wire guide¿ root cause review: a definitive root cause can be attributed to the use of a non-recommended wire guide with the device. It may be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. As the smaller diameter 0.025¿ wire guide occupies less space in the lumen of the pigtail stent it is likely that the extent of the curvature of the pigtail will be greater when a 0.025¿ wire guide is used. As per additional information received a 0.025" wire guide was used. Summary: complaint is confirmed based on customer testimony. According to the information reported, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends. Complaint closure due date and investigation due date were calculated as per (B)(4).

Event description:
This supplemental report is being submitted due to updated to the imdrf coding on 15-feb-2024.